Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, errors 820, 202.11 and 141 were displayed on the console screen. All prompts to clear the errors were followed, but error 141 still remained. The patient had been sedated but the procedure had to be cancelled. The console was later taken to biomed where it was rebooted and found to be working fine. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.